Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, there was no image and returned dark after aeration. The customer's original reported issue of no image was confirmed. The following additional findings were also noted: pitted distal end adhesive, water leakage at scope connector, straining orientation of the up/down and left/right angulation, electrical safety test not to specification, and leaking during the automated air leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer, while using evis lucera elite colonovideoscope an error code e315, non-compatible endoscope/no image appeared. There were no delays or reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported error 315 issue could not be determined, however, the issue was likely due to the observed device leak and water ingress into the scope connector during user handling while performing the manual leak check or cleaning process, resulting in an electronic component failure. The event may be detected/prevented by following the instructions for use which state: -inspection of the endoscopic image. ¿-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.